Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead exhibited high voltage output malfunction. The shocking portion of the lead was capped and the pacing/sensing portion of the lead was connected to a new device during a device change out procedure. The patient was stable before, during, and after the procedure.